Event description:
It was reported that a patient enrolled in a clinical study underwent right total hip arthroplasty on (B)(6), 2013. Subsequently, the patient was revised on (B)(6), 2013 due to a periprosthetic fracture. The surgeon performed an orif and replaced the head and stem.

Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.